Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when using the device, the jaw did not open automatically after firing. Surgery was prolonged five minutes. Unk how case was completed. There were no adverse consequences to the pt. Add'l info was received: the device was stuck with vessel inside the jaws. It was removed by cutting both sides of vessels.

Manufacturer narrative:
Info anticipated, but unavailable at this time.